Event description:
It was reported a volume discrepancy grater than 25%. The expected reservoir volume was 1.6ml and the actual reservoir volume was 18 ml. No pt symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.